Manufacturer narrative:
A product investigation was performed. This complaint is confirmed. The device was received at customer quality (cq) with a portion of the phenolic handle broken off. The broken off handle fragment was not returned. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. The complaint condition was most likely due to over 13 years of repeated sterilization cycles rendering the phenolic handle to deteriorate and ultimately break. No new malfunctions were identified as a result of the investigation. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed at cq for the returned device as part of this investigation. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. A dimensional inspection was not able to be performed due to the post manufacturing damage. Screwdriver assembly drawing and handle component drawing were reviewed during this investigation. No product design issues or discrepancies were observed. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: there was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part # 314.115, lot# 4843654. Release to warehouse date: 16-sep-2004, expiration date: n/a, manufactured by synthes (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a piece of the handle of a stardrive screwdriver t15 has broken off. This was identified in sterile processing. The driver is thought to be relatively old. It is from a small fragment set and it has likely gotten a lot of use. No patient involvement. This report is for one (1) stardrive(tm) screwdriver t15. (B)(4).